Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent total vaginal hysterectomy due to stress urinary incontinence. Following implantation the patient experienced pain, erosion, urinary problems, recurrence, bleeding, and dyspareunia. The patient underwent mesh revision on (B)(6) 2011 due to mesh erosion from sling procedure and vaginal bleeding. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior/posterior vaginal repair due to abnormal pap smear and menometrorrhagia.